Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer experienced an issue with universal surgical manipulator (usm) 3. When performing guided tool change on usm 3, the instrument tips were advancing further than expected and the usm was not moving normally. The issue was reported to intuitive surgical, inc. (Isi) technical support after completing the procedure. The isi clinical sales representative (csr) was not present when these issues occurred but relayed the information from the surgical staff. The procedure was completed with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the reported movement issue was resolved after advising the surgeon and surgical staff to ensure the instrument was straightened before removal.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse tested operational functions of universal surgical manipulator (usm) 3 and did not find any issues. Error logs did not point to any faults tied to usm 3 causing operational errors. The system was tested and verified as ready for use.